Event description:
The dentist reported that this abutment screw fractured causing the implant that was placed in tooth site #6 to have to be removed. He was able to place another implant the same day.

Manufacturer narrative:
The visual inspection confirmed that this screw has fractured. The screw was broken off inside the implant, it was seen through visual inspection, but not able to be retrieved for evaluation. Screw type or lot was not provided; therefore a device history record review could not be performed.